Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as bruising from back leads and garment is putting pressure on the bleeder bag (for gallbladder) and is causing bleeding. There was no alleged device malfunction contributing to the irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.